Manufacturer narrative:
The lot number for the malfunctions was provided and a lot history review was performed. The devices have not been returned for evaluation. Since no sample was returned an no objective evidence has been returned for review, the investigations will remain inconclusive for the reported obstruction of flow and break. The catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport isp MRI 6f chronw/os products that are cleared in the us. The product code for the powerport isp MRI 6f chronw/os product is identified in d2. Based on the information provided, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model 8806061 implantable port allegedly experienced obstruction of flow and break. This information was received from various sources. All three malfunctions involved a patient with no consequences. The patient's age ranged from 44 to 61 years old, weights ranged from 48 to 71 kilograms, and all three patients were female.